Manufacturer narrative:
Continuation of d11: row infusion. Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing the catheter in use. The reported defect of the extension line and luer hub separation cannot be observed in the image. The customer reported issue could not be confirmed from the photo. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit provides the following warnings, cautions and instructions for the user: "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." "Using catheters not indicated for high pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury." "Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." "Do not alter the catheter, guidewire or any other kit/set component during insertion, use or removal." "Do not cut catheter to alter length." The reported complaint of a catheter "extension line/luer hub separation" could not be confirmed through examination of the customer supplied photo and without the sample returned for evaluation. The customer image showed the catheter in use; however, the photo did not show the reported defect of the extension line and luer hub separation and the complaint sample was not returned for evaluation. A device history record review was performed based on a potential lot number identified from sales history with no evidence to suggest a manufacturing related cause. The probable cause of the reported complaint could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: catheter placed for patient to undergo transplant and after 22 days the catheter was removed "due to pillow was wet". The catheter broke at the brown connection. A second catheter was placed in the operating room and 10 days after it was removed because "it had the same fault". The patient's mother refused another catheter and a PICC line was placed. The patient was reported to be fine.

Manufacturer narrative:
Concomitant medical products: row infusionqn# (B)(4).

Event description:
The complaint is reported as: catheter placed for patient to undergo transplant and after 22 days the catheter was removed "due to pillow was wet". The catheter broke at the brown connection. A second catheter was placed in the operating room and 10 days after it was removed because "it had the same fault". The patient's mother refused another catheter and a PICC line was placed. The patient was reported to be fine.